Manufacturer narrative:
This complaint is still under investigation. Depuy will notify the FDA of the results of this investigation once it has been completed. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Patient was revised to address osteolysis, pain and a stem fracture.

Manufacturer narrative:
This complaint is still under investigation. Depuy will notify the FDA of the results of this investigation once it has been completed. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Update may 26, 2017: legal medical records received. Pfs alleges pain, cracked device, discomfort, infection. After review of the medical records for MDR reportability, it was stated that the patient was revised to address fractured femoral prosthesis which probably have some failure mechanism that was ongoing for a moderate amount of time. Operative findings state lysis present in the trochanter. Brown staining of the joint fluid was noted. The patient had a midshaft diaphyseal femoral fracture as a complication of the revision. No evidence of any infection and pseudotumor. It was also noted on the revision notes that the gigli saw used kept fracturing in the process of extracting the stem. It is unclear whether this is a depuy product, so this will not be reported at this time. On (B)(6) 2014, x-ray showed fracture proximal right hip arthroplasty hardware. This complaint was updated on: jun 07, 2017.

Manufacturer narrative:
(B)(4). Update rec'd 7/25/14- clinical report received. Patient's stem found to be fractured after having bumped his knee on the dashboard in his car and had immediate on-set of pain. Update rec'd 08/14/2014 - patient's medical records were received. Records indicate upon revision a fracture occurred below the calcar and trochanter, during stem removal. The fracture was reduced with cerclage wires. Also noted, was brown staining of the joint fluid. The devices associated with this report were not returned. A complaint database search finds no other reported incidents against the provided product and lot combinations. A review of the device history records for the fractured stem did not reveal any related manufacturing deviations or anomalies. A DHR review or lot specific database search was not possible for the additional product associated with this report as lot code(s) was not provided. Requests for additional investigational inputs were made in accordance with wi-7915 appendix a. Medical records were obtained and reviewed by a medical professional. With the information provided, it cannot be determined that the complaint is product related. With the information provided, it cannot be determined that the complaint is product related. The investigation could not verify or identify any product contribution to the reported event with the information provided. Based on the inability to identify root cause, the need for corrective action was not indicated. Depuy considers the investigation closed. Should additional information be received, the information will be reviewed and the investigation will be re-opened as necessary.

Manufacturer narrative:
This complaint is still under investigation. Depuy will notify the FDA of the results of this investigation once it has been completed.if information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Clinical report received. Patient's stem fractured due to a car accident. There is no new additional information that would affect the investigation.

Manufacturer narrative:
(B)(4). Investigation summary: no device associated with this report was received for examination. The information received will be retained for potential series investigations if triggered by trend analysis, post market surveillance, or other events within the quality system. Depuy considers the investigation closed. Should additional information be received, the information will be reviewed and the investigation will be re-opened as necessary. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
Product complaint # (B)(4). If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
(B)(4) has been reopened due to receipt of ppf and implant records. Ppf alleges abductor muscle repair and metal wear/metallosis. However, medical records previously provided on (B)(4) indicate that there was no evidence of wear, burnishing or corrosion on the liner.